Event description:
X-rays revealed that the primary stem had subsided by nearly 1 cm and the cause is unknown. Revision surgery was performed at about 4 months after the primary due to the leg length discrepancy. The surgeon revised successfully the head and liner.

Manufacturer narrative:
Batch review performed on 28-oct-2022: lot 2109826: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.